Event description:
It was reported that the attachment does not rotate and overheats. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device could not confirm overheating and no rotation. However, it was noted that burr could not be inserted due to the distal bearings being seized, due to which temperature test could not be performed, and laser markings were also faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.